Event description:
The customer contact philips healthcare to "report errors" with the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.